Event description:
Purchasing notified customer service of a dialyzer leak during pt treatment. 2/9/98 unit called to verify conditions surrounding pt event. Nurse manager not available until 2/10/98. 2/14/98 nurse manager not available, message left to return call. 2/17/98 rec'd copy of MDR user report from mfg plant. Hospital qa called, as connection was not made to this product complaint. Informed of MDR reportability as pt was given IV antibiotic prophylactically because of the blood leak. There was no pt symptomatology; this is their protocol for all blood leaks. Medical intervention was not necessary but given. There was no pt adverse effects. As reported: external dialyzer leak noted after 1.75 hours of dialysis. Dialyzer was new, first use. Blood was leaking from arterial header cap from what appeared to be a crack, as it was not seen. Blood did not appear to be leaking from the screw flange. Ebl was reported as 200 ml as the extracorporeal volume of blood was discarded. Dialyzer was discarded and not available for evaluation.